Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Two similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -15.0 diopter, in the patient's left eye on (B)(6) 2016. The patient complained of glare and found it hard to drive. The surgeon plans to explant the lens but to date the lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.